Event description:
Approximately two months after treatment in the forehead and cheeks with juvederm, the patient experienced bumps at injection sites. The results of a biopsy performed by emt noted atypical cells. The patient has numerous allergies and takes numerous daily medications. The patient has used dermal fillers in the past with no adverse events. Recent follow up from the physician notes the physician confirms that the patient presented with indurated bumps. The ent who performed the biopsy also prescribed antibiotics. It is not known if antibiotics were prescribed to hasten resolution of symptoms or to prevent worsening of symptoms which would lead to permanent damage. Allergan's approach to compliance is to resolve all doubt in favor of reporting. The physician stated that the physician will update allergan with the lot number at a later time.